Manufacturer narrative:
Refers to the main device, the other relevant component includes: product ID 8709sc serial# (B)(4), implanted: (B)(6) 2010, product type catheter.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient receiving baclofen (300 mcg/ml at 75.07 mcg/day), morphine (60mg/ml at 15.05 mg/day), and clonidine (250 mcg /ml at 62.56 mcg/day) via an implantable pump for non-malignant pain. It was reported a granuloma was confirmed at the catheter tip via a computed tomography (CT) scan. The patient had started to experience neurological effects. The date of the event was provided as (B)(6) 2017. It was unknown if any environmental/external/patient factors contributed to the issue. It was indicated the physician was planning to wean the patient down, prior to device removal. The issue had not been resolved yet at the time of the report. It was unknown if surgical intervention had been planned. It was indicated the patient was ¿alive ¿ with injury.¿ it was unknown what other medications the patient was taking. The patient¿s weight and medical history were also unknown, and it was indicated the information would not be made known to the manufacturer.